Event description:
Customer reported the insulin pump alarmed motor error. Device alarmed when customer was trying to load reservoir and went to put it on. Customer's blood glucose was 121 mg/dl. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was unable to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion and prime tests. However, the pump was received stuck in the motor error alarm loop during the bolus and basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump also had minor scratches on the lcd window, a cracked belt clip slot at the battery tube threads area, a cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.